Event description:
One day post treatment with bovine collagen, the pt experienced induration, swelling and itching at implantation sites. The physician prescribed a z-pack, decadron injection, medrol dose pack and benadryl.